Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary hip surgery, it was reported that upon opening the implant, a black resinous substance was observed on the implant. Another implant was immediately available in the field and there was no surgical delay whatsoever. Rep was present and witnessed the implant opening but hospital washed the implant before the rep could retrieve it. Rep has no pictures of the device prior to washing.